Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v115218, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
The manufacturing representative reported that the patient saw her doctor regularly because her device was not working and she began receiving botox injections instead.